Event description:
Procedure type: hysterectomy. According to the reporter: a suture was placed in vaginal cuff. At 4 weeks, pt experiences leaking and came on for post operative check up at week 5 or 6. The pt has vaginal cuff dehiscence. Surgeon was able to flick the remaining suture out of the cuff. Suture was in bits and pieces and not intact at all. Pt underwent a second procedure to stitch the cuff on (B)(6) 2011.

Manufacturer narrative:
(B)(4).